Manufacturer narrative:
(D10) concomitant devices: 02-020-14-0250 - truliant cr por fem cr por left sz 5: (B)(6). 02-022-51-5011 - truliant tib imp crc insert sz 5, 11mm: (B)(6). 02-022-55-5050 - truliant por tib tray size 5f/5t: (B)(6). 200-02-38 - three peg patella 38mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced inflammation. Patient went to sit in wheelchair, it was unlocked, now has swelling. As a result, approximately 9 days after initial replacement, the patient was administered medication and laser therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The reason for the swelling reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not explanted and were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected h6: corrected health effect and investigation clinical codes.